Manufacturer narrative:
Product event summary: it was confirmed that the programmer would boot to a series of errors, and then the programmer would turn itself off. The radiofrequency (rf) head and electrocardiogram (ECG) connectors on link electronic module (lem) board were loose.

Event description:
It was reported that the programmer displayed an error after installing a software update via universal serial bus (usb). The programmer has been returned to service. There was no patient involvement. It was reported that the programmer was returned to the manufacturer, analyzed and subsequently tested out of specification.